Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/09/2015: the device was returned to animas and evaluated by product analysis on 08/17/2015 with the following results: battery compartment cracked from the top. Battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Battery cap is missing, used test cap for all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. The reporter stated that the battery compartment was damaged and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted 8/12/2015: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2015, not (B)(4) 2015 as previously reported.